Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. The engineers at the warehouse that found the issue, reported that after testing, it was found that the connection between "union, high pressure,#10-32" and "tubing assembly, helium multiple" was disconnected. After the engineers re-disassembled and assembled, the fault was resolved. (B)(6).

Event description:
It was reported that during inspection prior to installation, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was no patient involvement, and no adverse event reported.